Manufacturer narrative:
Product analysis: as found condition: the phenom 27 catheter was returned for analysis inside the inner pouch, biohazard bag, and shipping box. There was no pipeline flex shield returned with the catheter. Damage location details: no damages were found with the phenom 27 catheter hub. No bends or kinks were found with the phenom 27 catheter body. The phenom 27 catheter distal tip was found to be in good condition. Testing/analysis: the catheter total and usable length were measured within specifications. The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.026¿ mandrel was inserted into the phenom 27 catheter hub; however, resistance was encountered at 25.0 cm from the proximal end of hub. The in-house mandrel was then inserted into the catheter distal tip. Resistance was encountered at 32.0 cm from the proximal end of hub. The phenom 27 catheter was dissected at the resistance location. The catheter inner liner was found damaged at 25.0 cm to 32.0 cm from the proximal end of the catheter hub. Conclusion: based on the device analysis and reported information, the customer complaint was confirmed, as the catheter inner liner was found damaged. However, the cause for the catheter liner damage could not be determined. Since the pipeline flex shield was not returned; any contribution of the pipeline flex shield to the reported issue could not be determined. The phenom 27 catheter is compatible for use with the pipeline flex shield delivery system. There was an indication that the event is related to a potential manufacturing issue; therefore, a device history record review will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 2 pipeline devices experienced resistance in the proximal section of the phenom 27, thus damaging two devices at the distal part. The pipelines did become stuck. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue remained. The catheter was damaged/frayed in the proximal section. The pushwire was not damaged. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received reporting that there was a patient involved in this event. The procedure was completed as follows: "procedure approached via the femoral route, with a triaxial system." On the first attempt with the first pipeline, it tried to pass, but the diverter encountered resistance in the microcatheter lumen. The doctor suspected it was the pipeline, since the avigo guidewire passed without problems. Afterward, a new measurement was requested for a new attempt, and the same problem occurred, but this time when the pipeline was removed from the phenom 27, artifacts came out along with the pipeline as if the catheter had frayed. After this event, we changed the microcatheter, and the procedure continued without further problems. The causes and contributing factors were identified to be as follows: "after the second pass, it was noted that the problem was with the phenom 27 microcatheter." Ancillary devices include a benchmark guide catheter, avigo guidewire and phenom 27 microcatheter.